Event description:
Powerpicc solo catheter with sherlock 3cg tip positioning system package kit was opened. During the procedure the insertion (introducer) needle noted to have a bevel that was not in position of indicator arrow for bevel direction. The bevel was improperly rotated counter-clockwise approximately 30 degrees off center.